Event description:
It was reported that an arteriotomy closure of the right femoral vein was attempted using two proglide devices after an interventional procedure. Procedural sheath size was 24f. Reportedly, a moderate hematoma of approximately 3cms was present upon return from the cath lab, which was controlled by manual arterial pressure and a non-abbott device. The patient required a blood transfusion of two units of blood. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Failure to follow steps/instructions. Per instructions for use: under device description: the perclose proglide suture-medicated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The perclose proglide 6fr smc system is designed for use in 5f to 21f access sites it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.